Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached less than 70 mg/dl while wearing the pod for an unknown amount of time. Before the hospital the patient states there blood glucose levels were great. The patient experienced vomiting every 20 minutes or so for 12 hours. The patient was treated with insulin drip then once removed they gave lantus which resulted in hypoglycemia in the hospital. The patient was released four days later. The pod was removed at the hospital.